Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed non-reproducible noise on the rate/sense electrogram which precipitated pacing inhibition and numerous non-sustained episodes. There was no inappropriate therapy delivery reported. The implantable cardioverter defibrillator (ICD) was electively explanted when the physician determined a cardiac resynchronization therapy defibrillator (crt-d) would benefit the patient's heart failure. It was reported that the left ventricular pacing lead was precipitating phrenic nerve stimulation.